Event description:
It was reported that the programmer booted to a black screen and generated an error message "remove programmer head turn off call [company]". The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the programmer booted to a black screen and generated an error message "remove programmer head turn off call [ company]". The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the noted error would not clear. The screen was black with the error in the upper left of the screen, as a result the main processing unit (mpu) was replaced. It was also noted that the power cord bay tab was broken off. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).